Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. Review of the device history log shows that an improper shutdown occurred on the customer reported date of the event. A battery life test was completed and the device performed within specification. The pump was tested for 24 hours and no improper shutdown was observed. Baxter's engineering investigation is in progress. When the evaluation is complete, a supplemental report will be submitted. MFR no. 1314492-2013-02544 is related to the same event.

Event description:
It was reported that a pump alarmed several times during an infusion and then powered off without user input. The device was being used in the general infusion care area and there was no pt injury. The customer reviewed the device history log and stated that an improper shutdown occurred on (B)(6) 2013. No add'l info could be obtained.